Event description:
The customer reported an alarm and insulin squirting out of the infusion set. The customer was in a hurry, and was unable to troubleshoot at the time of the call. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a loose drive support disk. The insulin pump had a missing end cap sticker. No error alarms were noted.